Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy procedure, the needle on the injection gold probe bipolar catheter came out prematurely and poked a hole in the scope. The needle then would not retract during cauterization. The physician used the side of the probe and was able to complete the procedure with no pt complications and the pt is fine.

Manufacturer narrative:
The device history record was reviewed for the reported batch nothing relevant that could have contributed to the reported event was found. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.